Manufacturer narrative:
The physical device was not available for evaluation to determine if a condition existed that would have caused or contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. This information may be updated if additional information is provided at a later date. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU): please refer to the japanese IFU for precautions, warnings, and further information. The following is taken from the english version: potential complications, possible complications include but are not limited to the following: bleeding or hemorrhage including intracerebral, retroperitoneal or other locations, complications of arterial puncture including pain, local bleeding (hematoma) or injury to the artery or adjacent nerves, device migration, distal embolization, headache, incomplete aneurysm occlusion, neurologic deficits including stroke and/or death, perforation or dissection of the vessel(s), pseudoaneurysm formation, rupture or perforation of aneurysm, transient ischemic attack (tia) or ischemic stroke, vasospasm, vessel occlusion, vessel stenosis or thrombosis, warnings: should unusual resistance be felt at any time during access or removal, the introducer/guide catheter/microcatheter and lvis jr. Device should be removed as a single unit. Applying excessive force during delivery or retrieval of the lvis jr. Device can potentially result in loss or damage to the device and delivery components. It is imperative to use the lvis jr. Device with compatible microcatheters. If repeated friction is encountered during lvis jr. Device delivery, verify microcatheter is not kinked or in extremely tortuous anatomy. Confirm that the microcatheter does not ovalize. Confirm that there is adequate sterile flush solution. Do not reposition the lvis jr. Device in the parent vessel without fully retrieving the device. The lvis jr. Device must be retrieved into the microcatheter and re-deployed at the desired target location or removed completely from the patient. Cautions: exercise caution when crossing the deployed/detached lvis jr. Device with adjunctive devices such as guidewires, catheters, microcatheters or balloon catheters to avoid disrupting the device geometry and device placement. Directions for use: advance the delivery wire to transfer the lvis jr. Device from within the introducer into the microcatheter. Warning: do not torque the delivery wire while advancing or retracting the lvis jr. Device. Continue advancing the delivery wire into the microcatheter until the proximal tip of the delivery wire enters the introducer. Loosen the rhv locking ring, remove the introducer, and set it aside. Note: fluoroscopy may be used up to this point at the physician's discretion. Warning: do not apply undue force. If resistance is encountered at any point during lvis jr. Device delivery or manipulation, withdraw the unit and select a new lvis jr. Device. Position the lvis jr. Device for deployment by aligning the lvis jr. Device distal markers a minimum of 7 mm past the aneurysm neck. Note: a proper push/pull technique, encompassing sufficient delivery wire push force, in addition to an opposing microcatheter withdrawal force, will facilitate properly deploying the lvis jr. Device to achieve full expansion and good vessel apposition. Note: slowly advancing the lvis jr. Device while adjusting the microcatheter position will ensure accurate deployment. Maintain simultaneous control of the lvis jr. Device and microcatheter in order to position and expand the device at the proper location. Caution: using a rapid microcatheter withdrawal technique to deploy the lvis jr. Device is not recommended and may result in device elongation. If lvis jr. Device positioning is not satisfactory, the lvis jr. Device may be recaptured and repositioned if it is not fully deployed. The lvis jr. Device may be recaptured until the point where the proximal end of the lvis jr. Device markers is aligned 3 mm proximally with the microcatheter distal marker band (approximately 80% deployed). Caution: if resistance is felt while recapturing the lvis jr. Device, do not continue to recapture the device. Withdraw the microcatheter slightly to unsheath the lvis jr. Device (without exceeding the recapture limit), and then attempt to recapture the lvis jr. Device. Caution: the lvis jr. Device must not be re-deployed more than three times. Note: be careful to maintain the delivery wire access through the detached/deployed lvis jr. Device to facilitate access distal to the deployed device, if necessary. If lvis jr. Device positioning is satisfactory, carefully retract the microcatheter and advance the delivery wire together, to allow the lvis jr. Device to deploy across the neck of the aneurysm. Ensure the device proximal markers are at least 7 mm proximal to the aneurysm neck to ensure an adequate landing zone. The lvis jr. Device will expand and total length may foreshorten up to 30% from its undeployed length as it exits the microcatheter. Note: maintain adequate lvis jr. Device length (minimum of 7 mm) on each side of the aneurysm neck or target location to ensure appropriate neck coverage. Warning: do not detach the lvis jr. Device if it is not properly positioned in the parent vessel. Observe the delivery wire distal tip to assure it remains within the desired location of the parent vessel. Use the guidewire and microcatheter to access the aneurysm through the lvis jr. Device cells. Warning: observe lvis jr. Device marker position during placement of the microcatheter into the aneurysm to ensure that the lvis jr. Device does not migrate or dislodge from its deployed position. After the microcatheter is positioned within the aneurysm, detachable coils may be delivered into the aneurysm according to conventional methods. Warning: observe lvis jr. Device marker position during the coiling procedure to ensure that the device does not migrate from its deployed position. After placing the last coil, verify that the lvis jr. Device has remained patent and properly positioned. Advance a guidewire to the microcatheter tip and carefully remove the microcatheter through the lvis jr. Device cells. Note: a microcatheter may be positioned into the aneurysm sac prior to delivery of the lvis jr. Device. The microcatheter will be supported by the lvis jr. Device during delivery of embolic coiling. After completing the coiling, the microcatheter should be carefully removed to avoid dislodging the lvis jr. Device. Caution: carefully watch the lvis jr. Device distal and proximal markers when passing through the deployed lvis jr. Device with embolic coiling microcatheters to avoid displacing the lvis jr. Device.

Event description:
It was reported that in a case of stent placement for bifurcation of the mca, the lvis jr. Stent was attempted to be deployed and implanted in the vessel from the microcatheter. However, the microcatheter became displaced proximally from the target site in the middle. The stent was attempted to be resheathed into the microcatheter, but the stent could not be retracted at all and could not be resheathed. The stent was withdrawn along with the microcatheter and successfully removed from the patient. The microcatheter and stent were not used and another headway17 microcatheter and lvis jr. Stent (2.5 - 17) were used to continue the procedure. Subsequently, the procedure was completed successfully. No patient health damage was reported.